Event description:
It was reported that during a ptca procedure, multiple devices were used over the guide wire and then resistance was noted between the guide wire and a balloon catheter. The tip of the guide wire became bent during the attempt to unstick the two devices, so the guide wire and the catheter were removed as a unit. A vessel dissection occurred and was treated with a stent.